Event description:
It was reported that the pcu alarmed for system error (error code 133.6090) when powered on, "then forces to shut off". There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacture narrative.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Correction : medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #,concomitant med prod data, device manufacture date annex b : b21 annex c : c21 annex d : d16 additional information : device eval by manufacturer?, manufacturer narrative annex a : a040502, a1801, a090202 annex g : g0405203, g02005, g04067, g04088, g04037, g05005 annex b : b01, b14 annex c : c0601, c02 annex d : d15, d02 a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pcu alarmed for system error (error code 133.6090) when powered on, "then forces to shut off". There was patient involvement but no harm.